Event description:
Upon 6 am hourly check augmentation was noted with poor wave form. Upon further investigation blood was seen in tubing. Immediate intervention included clamping, intra-aortic balloon pump tubing 8 hrs, & discontinuence of mechanical device & notifying cardiology fellow. Balloon was removed, reinserted from opposite groin by physician.